Event description:
It was reported that the ilet issued an alert 38 related to a motor stall and failed to deliver insulin; after a restart with supply changes, the alert cleared, and the user completed a dry run and then a supply change using a different lot, with minor bleeding noted at the teflon infusion set site. Symptoms included insufficient information to characterize clinical effects. Outcomes included no health consequences or impact. Investigation included user communications and analysis of information provided by the user. Investigation of this case revealed a communications problem and a device issue consistent with failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.